Event description:
A pt was receiving 5fu via groshong PICC line, as an outpatient. The IV tubing was connected to an aim plus pump. The IV tubing set was in use less than 24 hours when leaking from the filter was noted. The filter was held to the pt's arm with a stockinette (elastic mesh sleeve). The pt returned to the clinic to have the tubing set changed and the therapy restarted. The 5fu came into contact with the pt's skin. The area was washed thoroughly with soap and water. It was estimated that the pt lost approx 5% of the total volume to be administered. There was no report of blood backup or air that entered into the pt's IV line. Although requested, no add'l info was provided.